Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the hospital on (B)(6) 2018. It was noted that the patient had episodes of ventricular fibrillation and an initial shock therapy was not delivered. It was suspected that the event might be caused by the damage of circuit of the competitor device, the insulation breach of the right ventricular lead or emi. Lead fracture was also suspected. Dft was performed and ventricular fibrillation could be induced and the shock therapy was delivered without any issue. The lead was explanted and replaced with a competitor product. During the procedure, damage of the helix was also confirmed. There were no adverse consequences to the patient during and post procedure.